Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to inspect and clean the pump components, and successfully completed the cartridge load process, enabling them to resume insulin delivery.